Manufacturer narrative:
Evaluation summary: results indicate confirmation of the affiliate's reported event of a leak from the silicone tubing on transfer set, due to a pinhole. The root cause was undetermined. Renal product surveillance and quality engineering will continue to monitor this product line and take corrective/ preventative action as appropriate.

Event description:
Reporter reported a leak from a silicone tubing on a transfer set. No patient injury or medical intervention was reported.